Event description:
It was reported that the patient had underwent surgical intervention on an unknown date wherein the system was explanted and replaced with a competitor system for an unknown reason. Further information is unavailable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.